Manufacturer narrative:
Complaint confirmed. One unpackaged ar-2652crs, four locking screws, and two non-locking screws were received for investigation. Visual inspection identified that the returned ar-2652crs had broken into two pieces. It was determined that the threaded holes along the plate were stripped/damaged. Surface damage was also present along the plate fragments. The width and thickness of the plate material was assessed using micrometer digital blade ID: (B)(4), and the returned device was found to meet design specifications. The cause remains undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that a clavicle revision surgery was performed on the (B)(6) 2021 due to a breakage of the device. The initial surgery took place on the (B)(6) 2021 and 7 weeks after the device was implanted it broke with partial loading, without trauma and improper treatment. There was no evidence for an infection. The revision surgery was finished successfully with a new device with the same part number and no broken parts remained inside the patient.